Event description:
Information was received from a consumer regarding a patient receiving lioresal (2000 mcg/ml at 1420.8 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. Per the reporter, the patient's catheter tip was located past the arachnid layer of the brain and that was where it was supposed to be placed. Other medications the patient was taking at the time of the event and medical history were not reported. On (B)(6) 2016 it was reported that the pump was replaced on (B)(6) 2014 because it wasn't working correctly. Prior to replacement they had been increasing and increasing the dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.